Event description:
It was reported that undersensing of the right atrial (ra) lead was noted on the stored electrogram. Boston scientific technical services (ts) discussed reprogramming ra settings for optimization. This ra lead remans in service. No adverse patient effects were reported. Additional information received indicates that the caused of undersening was due to patient afibrillation and arrhythmias post ablation. No adverse patient effects were reported.

Event description:
It was reported that undersensing of the right atrial (ra) lead was noted on the stored electrogram. Boston scientific technical services (ts) discussed reprogramming ra settings for optimization. This ra lead remains in service. No adverse patient effects were reported.